Event description:
The following info was reported to kci by the kci representative: on (B)(6) 2012, the side rail fell and the pt exited the bed. There was no injury to the pt.

Manufacturer narrative:
On (B)(4) 2012, the triadyne proventa bed passed quality control (qc) checks and met specifications prior to pt placement on the same day. On (B)(4) 2012, the bed was evaluated on site following complaint, and the complaint could not be confirmed or duplicated. On (B)(4) 2012. After the pt was discharged, the bed was again evaluated on-site, and the complaint could not be confirmed or duplicated. On (B)(4) 2012, further evaluation of the bed was completed at the kci service center. An intermittent side rail malfunction was found. The cause of the malfunction has not been determined.